Event description:
Shock impedance reported out of range since (B)(6) 2022. Not able to replicate out of range impedance measurements or create noise in office. No noise seen on recordings. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2022 due to high voltage impedance. Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin. The analysis showed that the conductor cable leading to the rv shock coil was found fractured 8 cm proximal to the lead tip, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil and fixation helix were found deformed, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted on (B)(6) 2022 due to high voltage impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.